Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical support (cts) concerned that the pump possibly did not reflect the amount of insulin that filled with. Reportedly, the customer was uncertain if the cartridge was changed due to being distraught at the time. Tandem technical support (cts) confirmed the customer had not changed the cartridge from the pump logs. Cts assisted with changing out the cartridge and resuming insulin delivery. There was no impact to the customer's blood glucose level.